Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of package had water inside. Imdrf device code a020503 captures the reportable event of package was not sealed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was to be used in a colonoscopy procedure to be performed on an unknown date. During preparation, it was discovered that the device package contained water which revealed the seal integrity may have been comprised. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.